Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause cannot be conclusively determined through this investigation. The patient presented to the emergency department with a driveline power fault alarm. The controller event log file contained events spanning from 31may2024 to 02jun2024. A driveline power fault alarm became active on 02jun2024 at 14:14:13 and persisted for the remaining approximately 70 minutes of the log file. The alarm was immediately preceded by a power a broken fault. No other notable alarms or unusual events were captured. The pump appeared to have been operating as intended at the set speed. The system controller and modular cable were exchanged, and no further alarms have been reported have been reported at this time. The exchanged modular cable will not be returned for analysis. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-016985. The relevant sections of the device history records for heartmate 3 modular cable were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with a driveline (dl) power fault alarm. Log files were sent for review. The event log captured dl power faults starting (B)(6) 2024 at 14:14 and continued for the remainder of the event log. The log file showed an issue with power a line. An abdominal x-ray was to be done. There was no noticeable damage to the driveline. The controller and modular cable were exchanged, and the dl fault alarms resolved.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.